Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected power loss alarm/ did not receive low battery alert prior to replace battery alert. The customer¿s blood glucose level was 13.1 mmol/l. The customer stated that the battery was previously used. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that it was not the second occurrence of replace battery alert without a low battery warning. The customer was advised to the insulin pump will need to be replaced and they may continue to wear pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss alarm noted during testing or in the device trace download.